Event description:
Information received by medtronic indicated that the customer reported a crack at the battery compartment. Troubleshooting was performed and found that retainer ring was not damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.

Manufacturer narrative:
S/w version = 4.11d retainer ring = black case type = ngp customer returned pump for alleged cosmetic damage located at battery compartment found on (B)(6) 2023. Unable to do the displacement test due to unresponsive keypad. Unable to do self-test due to pump error 63 alarm. Successfully utilized thus to download history files and trace files. Pump error 63 alerted on (B)(6) 2023 12:26:42.000 with variable (3). Pump error 63 (variable 3) alarm due to hardware anomaly (line number = 367 and file number = 37). Pump was cut open to perform visual inspection and found corroded keypad flex traces. Found moisture damage on pcba 1, pcba 2, force sensor and keypad flex traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, keypad overlay texture damage and label damage (faded end cap address label). Cosmetic damage was not confirmed, however, other cosmetic damages were noted during visual inspection. Unresponsive keypad was observed during analysis and confirmed due to a corroded keypad flex traces. Pump error 63 confirmed due to moisture damage. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.